Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the surgery to treat a trochanteric fracture, it was discovered that the inserted screw was too short and therefore had to be removed. It was found that the screw could only be removed with considerable force. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery.